Event description:
The customer reported the right ventricular lead was surgically abandoned (capped) due to high threshold measurement (specific measurement was not provided). No adverse effects to the patient was reported. The lead was actively implanted for approximately 12 years, 3 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.